Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse experienced an issue with a one-link extension set. The reporter stated that after drawing morning labs from a patient's peripherally inserted central catheter (PICC) line, the nurse went to flush the line that still contained blood. Reportedly, the flush was not connected properly, and when the line was flushed, the saline mixed with blood splashed into the nurse's eyes. There was no injury or medical intervention associated with this event. No additional information is available.